Manufacturer narrative:
An event of heart block after the procedure was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection. Operation was performed and the product met all specifications. Based on the available information, the root cause of the reported av block could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 15 january 2024, a 25mm navitor valve was chosen for a transcatheter aortic valve replacement (tavr) procedure using a small flexnav delivery system. The annular perimeter of the native valve was 65.8mm. There was calcification extending beneath the aortic annular plane in the interventricular septum. During procedure, after balloon aortic valvuloplasty (bav) the patient experienced some symptoms for requiring pacemaker. The valve was implanted at a final implant depth of 3mm. After the procedure, a heart block was noted. On 16 january 2024, a permanent pacemaker was implanted. The patient was reported stable.